Event description:
On (B)(6) 2016 at 10 am, the patient underwent insertion of a power PICC in right upper extremity for antibiotic administration on an out-patient basis. The home health agency rn was unable to administer the antibiotic later that day; therefore, the patient was taken to the emergency department at 7:30 pm that evening due to malfunctioning of the PICC line with inability to administer the prescribed antibiotic. The emergency dept. Physician noted a crack at the leur lock area when catheter was attempted to be used or flushed even with use of a connector. A peripheral line was placed and a dose of antibiotics administered. The patient was instructed to return the following day for replacement of the PICC line.